Event description:
Complainant alleged that during routine testing, when the charge button was depressed, the device synchronization function inappropriately activated. Additionally, when the synchronization button was depressed, the charge function inappropriately activated. There was no pt involvement during the reported malfunction.